Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device battery voltage showed gray bar. After waiting 48-hours, the battery longevity still showed gray bar. The device was not used. No patient was involved in this event.